Event description:
Preloaded intraocular lens injected x2 with a straight leading haptic. The second lens used had the same issue but was able to be successfully placed. Reference report: mw5183517. Health effect code: 4582. Device problem code: 1316.